Event description:
It was reported that the patient presented in clinic for routine device changeout procedure. It was noted that the patient previously experienced pocket stimulation due to right atrial lead exhibiting low impedance. Pocket stimulation was not seen prior to or during the procedure. The lead also exhibited insulation anomaly. The lead was capped and replaced. The patient was in stable condition post operation and would continue to be monitored.